Manufacturer narrative:
Customer service provided the customer with instructions for part/accessory use/care/maintenance and sent replacement tubing to the customer. On (B)(6) 2019, the customer called back and alleged that she received the new tubing and now had a milk backup, which went into the pump. She further alleged that she was engorged. A replacement device was sent to the customer. In follow up with a complaint handler on 09/03/2019, the customer alleged that the engorgement led to an infection, for which she was prescribed an antibiotic. The customer stated that the new pump was working without issue. The device was returned with the customer's tubing and was evaluated on 09/11/2019. The device passed suction and cycle specifications using a medela lab kit along with the customer's tubing, although it was identified that the customer's tubing, housing and diaphragm had milk (from the backup) and other residue on them. Refer to attached product evaluation and pictures. The customer's report of a milk backup was confirmed. The pump in style instructions for use suggests pumping in the upright position to prevent milk backup and provides the following as common causes for milk overflowing into the tubing: (1) heavy let down; (2) leaning forward or lying down while pumping; (3) improper cleaning of valves and/or membranes; (4) damaged membranes; and (5) overfilling bottles while pumping. The instructions for use also instruct (1) to inspect tubing after each pumping session and to clean the tubing, faceplate and diaphragm if there is any sign of breast milk and (2) to leave the breast pump running after pumping to allow any condensation that has formed from the natural results of humidity to dry in the tubing. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2019, the customer alleged to medela llc that there was mold in the tubing for her pump in style breast pump.